Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026, the patient inserted a new cgm sensor; however, the cgm readings did not correlate with fingerstick blood glucose (fsbg) values. The patient was unable to recall the specific cgm or fsbg readings from that time. At approximately 23:30 on (B)(6) 2026, the patient began vomiting. Around 01:00 on (B)(6) 2026, she checked her urine ketones, which were reported as "large." Based on prior experiences with diabetic ketoacidosis (dka) and worsening symptoms, the patient presented to the emergency room (ER) early on (B)(6) 2026. In the ER, a fsbg reading of 468 mg/dl was obtained, while the cgm displayed a reading of approximately 200 mg/dl. There was no report of a medical diagnosis of dka. The patient was admitted to the intensive care unit (ICU) and treated with intravenous (IV) fluids and an insulin drip. She remained hospitalized for approximately 22 hours. Upon discharge, the patient reported that her blood glucose levels had stabilized and that she was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.